Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the a diagnostic issue was noted with the morphology template. The physician suspects the cause to be due to the lead position. The device was reprogrammed to resolve the event. The patient was stable with no consequences.